Manufacturer narrative:
Additional info: a4, a5a, a5b, b5, b6, b7, e1 (street 1, city, region, postal code), g1, <(>&<)> h6 (patient codes, device codes, ime e2402: labs abnormal for hemoglobin; hematocrit; platelets; bun; albumin; protein, reflux esophagitis, intestinal malabsorption, fluid overload, atelectasis, increased work of breathing) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a incisional hernia. It was reported that after implant, the patient experienced abdominal pain, adhesions, recurrence, labs abnormal for hemoglobin; hematocrit; platelets; bun; calcium; albumin; phosphate; protein, pain, reflux esophagitis, nausea, vomiting, intestinal malabsorption, loose stool, incontinence, thickened mesh, scarring, abdominal wound, aspiration episodes, obstruction, edema, acute blood loss anemia, fluid overload, atelectasis, sinus tachycardia, increased work of breathing, pneumonia, <(>&<)> electrolyte imbalance. Post-operative patient treatment included revision surgery, x-ray, epidural pca for pain control, reduction <(>&<)> repair of hernia, placement of central venous catheter, pain medication, IV fluids, exploratory lap, lysis of adhesions, wound vac, intraoperative endoscopy, incision to mesh which was later closed with suture, abdominal wall debridement, partial wound closure, npo, PICC, tpn, ng tube, anti-nausea medication, blood transfusion, electrolyte replacement, <(>&<)> nasal cannula oxygen.

Manufacturer narrative:
Correction: added h6 (patient code) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral incisional hernia. It was reported that after implant, the patient experienced abdominal pain, adhesions, recurrence, labs abnormal for hemoglobin; hematocrit; platelets; bun; calcium; albumin; phosphate; protein, pain, reflux esophagitis, nausea, vomiting, intestinal malabsorption, loose stool, fecal and urinary incontinence, thickened mesh, scarring, abdominal wound, aspiration episodes, obstruction, edema, acute blood loss anemia, fluid overload, atelectasis, sinus tachycardia, increased work of breathing, pneumonia, electrolyte imbalance, inflammation, allergic reaction, bowel problems, protrusion, mesh erosion, loss of appetite, weight loss, diarrhea, fatigue, fever, chills, bladder and urinary tract infections. Post-operative patient treatment included revision surgery, x-ray, epidural pca for pain control, reduction & repair of hernia, placement of central venous catheter, pain medication, IV fluids, exploratory lap, lysis of adhesions, wound vac, intraoperative endoscopy, incision to mesh which was later closed with suture, abdominal wall debridement, partial wound closure, npo, PICC, tpn, ng tube, anti-nausea medication, blood transfusion, electrolyte replacement, & nasal cannula oxygen.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h6 (removed no code for sinus). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced abdominal pain, adhesions, and recurrence. Post-operative patient treatment included revision surgery.